Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca). As the 20x2.50mm liberte bare stent delivery system (sds) was advanced the stent dislodged from the balloon in the mid rca. There were no attempts to remove the sds and the stent was implanted in the mid rca. The procedure was completed with a taxus stent deployed in the distal rca. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).